Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found one grip cable was broken at the distal clevis. The cable stuck out approximately .489. The other cables at the wrist were undamaged. Failure analysis also observed that one grip had an indentation on the blades. The indentation could prevent the instrument from functioning correctly. Due to the condition of the instrument it could not be placed on the system to test. The evidence was inconclusive, but the indentations were likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the large suturecut needle driver instrument wires were noted to broken during a da vinci myomectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.